Event description:
It was reported to philips that the ac power module was making a humming noise. There was no patient involvement.

Manufacturer narrative:
Updated results code, referenced z number and updated customer address.

Event description:
It was reported to philips that the ac power module was making a humming noise. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was making a humming noise. There was no patient involvement.